Manufacturer narrative:
(B)(4). Additional information: this issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the pump's event history, baxter (B)(4) personnel discovered a battery depleted set, which interrupted delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4) . The reported condition of a damaged battery set was confirmed during product evaluation and was determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.